Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the morning of the call, he woke up and had low blood glucose of 36 mg/dl and the sensor was reading 110. He treated with food and blood glucose level went up to 240 mg/dl. The customer complained about having issues with the sensor and transmitter. He stated he received calibration error, check bg and change sensor alerts. Troubleshooting was performed. The drive support cap is normal. Last set change was on (B)(6) 2016 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. The device was not exposed to an MRI. The customer mentioned he had teeth x-ray with x-ray cover. It was advised to monitor the device. The insulin pump will not be returned for analysis.